Manufacturer narrative:
Other - skin contact. Capital equipment, evaluated at customer site. The fse reported following: performed operational qualification. The fse ran a test cycle with the scope, then inspected the load. No h2o2 was found. The unit performed to specifications.

Event description:
The customer alleged that one healthcare worker received an h2o2 contact when handling a scope that was processed in the sterrad 100nx. The healthcare worker removed a flex-x scope from a completed load and she noticed that the wrapper in the tray had holes. The healthcare worked was in the process of rewrapping the tray with the appropriate wrap when she noticed that her fingers on both hands turned white. It was reported that she rinsed the contact area under water for 30 minutes, and she had a slight tingling of the fingers. The healthcare worker did not wear personal protective equipment (ppe). The worker did not seek medical attention and stated that the symptoms have resolved. An asp field service engineer went to the facility to assess the unit.